Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose. The reported blood glucose reading was 573 mg/dl during the call. Troubleshooting revealed that the programming was not correct on the insulin pump. The customer was assisted in correcting the programming. The customer called back and stated he was hospitalized for high blood glucose. No blood glucose reading was provided. The customer stated he changed the infusion set prior to the hospitalization. In addition, the customer stated that the battery was only lasting one day and also stated that the insulin pump had given an alarm that erased the programming.